Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a vicm5 13.2, -09.50 diopter, implantable collamer lens tore before/during loading. Damage was noted after removing from vial. "No surgery performed on patient." Cause of the event is reported as user error and device. Reportedly, "lens tear during loading (resistance while pulling through cartridge) surgery postponed. Tried to load lens in another cartridge and it went well."

Manufacturer narrative:
Corrected data: b2 in initial MDR was checked in error. B4- corrected to (B)(6) 2020. G3- corrected to (B)(6) 2020. Claim# (B)(4).